Manufacturer narrative:
(B)(4). Device evaluation: a sample was returned for evaluation. Visual inspection showed no obvious abnormalities. The sample spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. The sample was then checked for leaks with none found. The male luer was then iso gauged and failed. The sample was then iso water pressure tested and passed. Insufficiently sized male luers are a known cause of leaks, therefore, the reported condition was confirmed. The root cause was determined to be due to the manufacturing process. Additional information: this issue is being investigated through CAPA.

Event description:
A customer sent an email to baxter corporate product surveillance regarding an unknown amount of occurrences in which a vented continu-flo solution set leaked when "connected to a b. Braun check valve". The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.